Manufacturer narrative:
The field service representative performed verifications, checks, and inspections, but found no specific cause for the issue. After the service actions were performed, the instrument was performing within specification. The investigation did not identify a specific cause of the event.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 1.79 mg/dl, and the repeated result was 0.81 mg/dl.